Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 min- sensor ended" message after 11 days wearing the adc freestyle libre sensor on (B)(6) 2018. Customer further reported that on (B)(6) 2018 they fell to the ground but did not experience a loss of consciousness. The customer reports that they were unable to treat themself and was injected with glucagon. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "scan again in 10 min- sensor ended" message after 11 days wearing the adc freestyle libre sensor on (B)(6) 2018. Customer further reported that on (B)(6) 2018 they fell to the ground but did not experience a loss of consciousness. The customer reports that they were unable to treat themselves and was injected with glucagon. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the serial number provided is not valid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.